Manufacturer narrative:
Internal complaint number- complaint -(B)(4).

Event description:
During the follow up it was reported that on (B)(6) 2019 patient elected ex-plant of pump due to lack of pain relief. Pump was working and catheter was patent. Device was not replaced. Catheter and pump was disposed of at the site and not available to return.

Manufacturer narrative:
(B)(4).

Event description:
It was reported prometra ii pump with a catheter with underinfusions. On (B)(6) 2019 volume discrepancy was observed. Patient reports to be having a lack of pain relief. On (B)(6) 2019: patient was seen for a refill, in which volume discrepancy was also observed. Patient reports to be having a lack of pain relief. The catheter was subsequently revised.